Manufacturer narrative:
This serial number was included in a filed advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system for several months. Subsequently, the ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Effective therapy was achieved postoperatively and the issue resolved.